Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting suggests patient trauma post primary surgery was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the tibial tray at both interfaces. Depuy cement was used in the primary surgery. It was reported that the pt mis-stepped getting out of a truck and landed with her full weight on the heel of the affected leg, and that she has been in pain since that event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.